Event description:
Allegedly the blade broke.

Event description:
Allegedly, the blade broke.

Manufacturer narrative:
This is a reportable malfunction. Trends will be evaluated. No serious injury occurred.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Use of device could not be determined.